Event description:
It was reported the patient's drg system was explanted for an unknown reason.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. Further information was requested but not received. The system explanted for unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.